Manufacturer narrative:
"An attempt to reproduce the reported event with mobile device iphone 11 pro with ios 15.7 and minimed mobile (1.3.1/1.3.2) with 780g mmt-1885 pump (software version 6.7v.3) was conducted and confirmed the issue is reproducible 100% of the time. The software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4). (Item 1941576).â  after conducting a thorough investigation, we have found that in this issue wrong sake keys are communicated from our internal storage and send them to the pump. As the sake keys are incorrect, the pump cuts the connection and unpairs the phone. The esf number that corresponds to the reported issue is:(B)(4)..â  further it can be concluded that ios can kill an application if the resources are needed for other apps. In our case such behavior leads to issues getting sake keys from the keychain.â  to assist with the resolution of the issue, we provided the helpline team with the following workaround: to re-pair the phone each time when the pairing was lost. Fix for the issue was released with mmm app ver. 1.3.3. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response.â  medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's minimed mobile application was unresponsive. Troubleshooting was performed and advised the customer to force close and re-launch the application but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.